Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). It was reported that the patient was last seen by them on (B)(6) 2023 for a post operational appointment following their routine normal eri ipg replacement. No other new information.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that it's taking up to six hours to recharger the implantable neurostimulator (ins) and it's his third belt design flaw. Patient and technical services(pats) asked the patient to disconnect the battery and try again but the issue didn't got resolved and keeps getting worse. Patient requested a manufacturer representative (rep) to be available for his next appointment with the healthcare provider (hcp) to verify battery performance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having difficulty charging the ins. Pt said that the implantable neurostimulator (ins) hadn't charged even after charging the ins for six hours. Pt said that this was not the first time this happened. Patient(pt) said that when trying to recharge the ins, the controller was just about fully charged. Agent had the pt reset the controller during the call. Pt noted that they never had the controller battery compartment even open before. Agent had the pt unlock the controller. Pt saw battery low recharge the ins. Agent had the pt open up the batteries screen. The controller was at 80% and the ins was in the red. Pt said that the controller would say recharging excellent when they were charging the ins. Agent had the pt initiate an ins recharging session during the call. Pt saw recharging excellent with the controller light flashing green. Agent advised the pt to monitor the ins recharging and call back if further assistance is needed. When asked for the event date, pt said that it was about four months ago. Pt said that usually it took four to six hours to recharge the ins. Pt said that it hadn't charged fast in a year. Pt said that the amount of time the ins battery lasted after being charged had gone down as well. Pt said that the ins battery used to last almost a couple weeks and now it lasted three or four days. Pt said that the stimulation was focused to their hand and so they didn't use a lot of ins power. When asked for managing health care provider (hcp), pt said that no one managed the device. Pt said that manufacturer representative (rep) should be managing the device. Pt said that they wanted to have someone come out to their next appt in case they needed someone there. Agent reviewed patient services (ps) / rep/hcp roles with the pt and redirected to hcp. Pt said that hcp told them to call ps to schedule. Pt said that their care was down to managing opioids and the stimulator since every other option of pain relief was exhausted for them. Pt said that they were thrown into a group of pain management to manage opioids and whoever accepted workman's comp. Pt said that their current doctor didn't want anything to do with the stimulator. Agent advised the pt that a message would be sent out to the local reps requesting contact; however, agent did not promise a time-frame on a response. Pt said that at the end of the call that recharging needs attention appeared. Agent had the pt unlock the controller. Pt saw the batteries screen with the ins at 70% and the ins in the red with recharging excellent indicated. Pt stated that they mentioned this before in the past, but the whole belt system with the webbing and neoprene holder for the paddle was the worst design ever. Pt said that they were on their third belt and the stitching came apart probably six months ago. Agent sent a request to repair to replace the belt.